Manufacturer narrative:
The user-reported flow rate issue was not confirmed. The device was found to have a flow rate accuracy of 2.22%, which was within +/-5% specification. The pump was tested to meet all specifications on (B)(6) 2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00288).

Manufacturer narrative:
The manufacturer is waiting for the arrival of the pump.

Event description:
The user reported a flow rate issue with the device on (B)(6) 2017: "a patient was receiving an infusion of avastin that infuses over 30 mins. The pump was set to t/v. When the pump sounded that the infusion was complete the bag was still 70% full. We have also had 2 iron infusion patients that have had iron that is to be infused over 20 minutes. Both were also set to t/v, both were still about 50% full when pumped sounded that infusion complete." No patient harm or injury occurred for this case. No specific event date was provided, but the user mentioned the event occurred a week prior to the week of (B)(6) 2017.